Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2015 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure [out of specification] which does not correlate to the customer reported issue. The proximate cause of the reported issue was due to a manufacturing issue of the lvp bezel post.

Event description:
It was reported that patient side occlusion failed. There was no reported patient involvement.